Manufacturer narrative:
Product evaluation found that the lens was returned dry, with clear surgical residue/debris on product in the lens case/vial. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -17.5 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.